Manufacturer narrative:
Remote alarm cable phono jack required cleaning. Cleaning of cable jack resolved the reported problem. Out of warranty. Customer performed own.

Event description:
The customer reported the ventilator remote alarm failed during testing. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the remote alarm may result in no signal to the remote alarm station when the ventilator alarms. The product support engineer advised the customer to clean the phono plug and retest. The customer reported unit passed testing.